Manufacturer narrative:
Device received with blank display due to moisture damage to electronic assemblies. Unable to perform displacement, self test, sleep current measurement, active current measurement tests due to the blank display. Device had cracked battery tube threads, cracked case (battery tube). Device p-cap or test reservoir locks in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump stopped working. Insulin pump had huge crack down the side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.